Manufacturer narrative:
The investigation conducted by field service engineering found system error code 31030 and system error code 23 in the system logs and determined they were associated with an embedded serializer set up joint (essj) on the setup joint (suj), which is an unpowered configurable arm which supports the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The essj is a printed circuit assembly(pca) inside the setup joint that monitors the sensors in the suj and relays information between the ecm and controlling processor. The system was repaired by replacing the affected essj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by the software to denote communication faults in the low voltage differential signal carrying information about the ecm. System error code 31030 occurs when the patient side cart fails to restart when the core attempts to restart. In the event of these communication issues, the system records the fault and transitions to a safe state. The essj was returned to isi for failure analysis. Engineering was able to immediately replicate the system error 23 when wiggling the essj cable harness. The essj cables and internal electrical harness were replaced to resolve the system errors. As of july 8, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the site experienced a system error code 31030 when starting up the system. With the assistance of a technical support engineer, the site power cycled the system and reset the cycle breakers on the vision side cart and the patient side cart, however the system error 31030 reoccurred when the system was powered on. The patient was under anesthesia for approximately one hour when the surgical staff made the decision to abort the planned surgical procedure and reschedule to a later date. No patient harm, adverse outcome or injury was reported.